Event description:
Technician alleged the head section drifts down slowly. No pt impact.

Manufacturer narrative:
The technician found a faulty cardio pulmonary resuscitation valve. The technician replaced the cardio pulmonary resuscitation valve to resolve the issue.